Event description:
It was found by x-ray that the distal catheter was broken and needed to be replaced. The doctor replaced only distal catheter. The sample was discarded by the hospital.

Manufacturer narrative:
It has been communicated by the affiliate that the device is not available for evaluation. It has been noted that the device was discarded by the hospital. Without the device, it is not possible to conduct a proper investigation. Since a lot number has been provided, a review of the device history records will be performed. We anticipate that the review will reveal that the device conformed to all testing and manufacturing specifications prior to being released to stock. If the review reveals anything otherwise, a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.